Manufacturer narrative:
Correction: UDI number has been updated with the correct information. Additional information: device manufacture date has been received. A manufacture representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported issue could not be reproduced.

Manufacturer narrative:
A software analysis was initiated. Archive analysis provided no additional insight into the probable cause of the reported issue. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during cranial resection, towards the end of procedure, surgeon observed an inaccuracy. It was reported that there was an air bubble noticed in the frontal sinus. The procedure was completed with the use navigation system. There was no delay to procedure. No known impact on patient outcome.